Event description:
Reporter alleged the blood glucose test strip vial had a usable date, however, the MFR's inventory system indicated the test strips are expired. Customer stated the expiration date was 05/31/2006, however, the MFR determined through label verification that the use-by date is 05/31/2003. It was not provided whether any actions were taken or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.